Manufacturer narrative:
Additional narrative: a product investigation was completed: the evaluation has shown that the drill sleeve is badly deformed at the forefront and therefore not functional anymore. There are several strong dents visible; one dent is that strong that the material is cracked at the deformation. Due to these damages the relevant dimensions cannot be verified anymore. Therefore the manufacturing documents were reviewed and no complaint related issues were found; this device did pass the dimensional inspection and the function test back then. This lot was manufactured in july 2014. Based on that and because the damage was clearly caused post-manufacturing we exclude a product related issue. There was no information provided how or when the damage occurred, but due to the kind of damage it can be concluded that this was caused by inappropriate handling. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: july 21, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the checking of the loan set, a broken drill sleeve was found. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.